Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes contacted support to report that one infusion set was accidentally pulled out when the tubing became snagged. The patient was subsequently able to insert a new infusion set successfully and continue therapy without further issues and reported that has begun using adhesive wipes and has not experienced additional problems since. Replacement infusion sets have been processed. Infusion set was loose or leaking cannula observations: the infusion set did not adhere to the site upon insertion. There were a patient involvement and no patient harm or no patient injury.